Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Additional observations: observed, calcification on the surface of the shell. Observed, red biological tissue. Observed, creases on the surface of the shell. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade iii. Device has been explanted, replaced and discarded.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. Device has been explanted, replaced, and discarded.